Event description:
It was reported that during a breast biopsy, it was impossible to release the clip. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the tip of the introducer tube was received torn and still attached. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.